Event description:
Patient called to report an adverse event involving her allergan breast implants. Patient stated shortly after implant, which she believes was in 2016, she started to notice her health deteriorating. Patient stated she believes she has breast implant illness and experiences pain, anxiety, a general unwell feeling, shortness of breath, difficulty walking, and fatigue daily. Patient also stated she had an MRI done in (B)(6) of 2022 which showed a leak in the left implant. She said 2 weeks after the MRI she suffered a stroke. Patient stated she has pain below her sternum and on her left side it feels like cold water under her arm. Patient stated she wants them removed and is planning to see a plastic surgeon next month. Reference report: mw5119895.